Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead had an infection. A revision was performed and the right ventricular (rv) lead was explanted. Additional information received from the field representative indicates that the hospital took care of returning the device. Furthermore, the patient will be wearing a life vest until the infection is gone and will be getting a fresh implant. No additional adverse patient effects were reported.